Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition. The customers reported problem was verified. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced real time clock batteries, downstream occlusion sensor, coin latch lock, overlay, and worn battery door.

Event description:
It was reported that the pump had alarms occlusion with no occlusion. No patient injury was reported.